Event description:
3, 5, and 10ml syringes made my becton, dickinson and company when used with 25, 23, and 18g needles made by smiths medical asd, inc. Are not straight and crooked. 3ml syringe lot 0261806. 5ml syringe lot 0262024. 10ml syringe lot 3300611. 25g 5/8" needle lot 4459972. 23g 1" needle lot 4378190. 18g 1.5" needle lot 6028657.